Event description:
It was reported that the screw from the side of the cement gun was missing. This was noticed during cleaning and there were no adverse consequences or medical intervention.

Manufacturer narrative:
Device was not returned.

Event description:
It was reported that the screw from the side of the cement gun was missing. This was noticed during cleaning and there were no adverse consequences or medical intervention.